Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home patient (hp) who felt very bloated and overfull in dwell 1 of 5. The tsr had hp press stop and manually drain 3536ml. The previous fill volume was 2000ml and the previous nights last fill volume was 1000ml. Program parameters: therapy=ccpd/ipd, tv=11,000ml, tt=8:00, fv=2000ml, lvf=1000ml, dex=different, cyc=5, dt=1:09, ida=0ml, cc=36, lmd=n. The initial drain alarm was set at 0ml. A follow-up will be made with the rn to obtain additional information. No patient injury or medical intervention was indicated at the time of the initial contact.